Event description:
(B) (6) reported to hosp -(B) (6) medical center- complaining of vomiting. She reported that earlier that week she had a positive home pregnancy test result. The hosp confirmed she was pregnant but confused her with another pt. As a result of the hospital's confusion, (B) (6) underwent a pelvic and abdominal CT with contrast. (B) (6) underwent an elective abortion the following day because of the radiation exposure to her (B) (6) fetus.